Event description:
The customer reported, "after saving image, says this action has been cancelled." This issue may refer to data loss as the save function may not have captured the image to the system's hard drive. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.